Manufacturer narrative:
Compromised force sensor system alarm during prime test at 4 lbs due to moisture damage force sensor resistor. Pump received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip and missing end cap sticker.

Event description:
The customer reported via phone call that they received a compromised force sensor system alarm. Customer reported insulin was squirting out during a manual prime. Customer customer's blood glucose was 157 mg/dl. Troubleshooting found the customer's drive support cap appeared to be normal. Customer could not recall pressing on the cap while connected. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.